Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2 and e3. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that foreign matter was attached to the nozzle, but it was not possible to identify the foreign matter. Due to leakage from the forceps channel, proper reprocessing may not have been possible and the foreign object may not have been removed. The detection method is described in the instruction manual gif-q150 operation manual chapter 3 preparation and inspection.preventive measures are described in the instruction manual gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign materials in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.